Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® urine complete cup kit had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 1ea tube has low draw issue".